Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine inappropriate treatments. The device was started up at 07:23:26 on (B)(6) 2024. At 18:11:29, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:12:46, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:14:59, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 130 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 120 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:16:09, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:16:48, the patient received the fourth inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:18:10, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:18:36, the patient received the sixth inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:19:05, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was svt@ 150 bpm with pvcs, bbb, low amplitude cardiac signal, motion artifact and electrode lead falloff. At 18:19:40, the patient received the eighth inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. At 18:20:19, the patient received the ninth inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 140 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. Post shock rhythm was sinus tachycardia @ 130 bpm with pvcs, bbb, low amplitude cardiac signal and motion artifact. The electrode belt was disconnected at 18:53:39 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.